Manufacturer narrative:
Iproduct complaint # (B)(4). Additional narrative: additional pro-code: hsb. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history lot: manufacturing location: elmira / monument manufacturing date: 19-jan-2018 expiration date: 31-dec-2027 part number: 04.038.190s, tfna fenestrated screw 90mm -sterile lot number: h516939 (sterile) lot quantity: 48 work order traveler met all inspection acceptance criteria. Inspection sheet, inspect 1 / final inspection, ns065692 rev h met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev f was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 14585 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review (B)(6) 2021: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On or about (B)(6) 2019 the patient underwent a right segmental femur fracture. She has a pertinent history of tibial plateau fracture status post orif in 2013 as well as femur fractures status post im nailing in (B)(6) of 2019. Over the last 2-3 months she has noticed a mild ache in the distal thigh/superior aspect of the knee. On or about (B)(6) 2019, patient visited and orthopedic doctor at kaiser, because of pain in patients right leg, also discovered one of the lower screws was fractured. On or about (B)(6) 2020, patient get new x-rays and reviewed that had nonunion of the femoral shaft fracture, as well as incomplete/nonunion of basilar neck fracture. On or about (B)(6) 2020 surgery was performed. The patients experienced hardware loosening and fracture of the screw. This complaint involves five (5) number of devices. This report is for one (1) tfna scr perf l90 tan. This is report 5 of 5 for (B)(4).